Event description:
It was reported by service report that the power pro that has leak, hose is wet with fluid. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Other: hydraulic sub-assembly hose.